Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The customer stated that the doctor wants to make sure the insulin pump is functioning properly. The blood glucose reading at the time of the call was 145 mg/dl. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and the insulin pump passed the test. No further information was provided.